Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that the device met all specifications upon distribution. No actions will be taken at this time.

Event description:
It was reported that "it was unable to pace after insertion on the first day of use. The catheter was replaced." Another insertion site was not required. There were no patient complications reported.